Manufacturer narrative:
The insulin pump had operating currents within specification and passed the self test, reset error test, displacement test and basic occlusion test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The insulin pump was monitored and gave unexpected off no power alarms and failed battery test alarms due to a corroded battery tube and battery cap contact. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose was as high as 700 mg/dl. Customer was in the emergency room and experienced weak battery alarm. Customer experienced diabetic ketoacidosis in the last year. Troubleshooting for high blood glucose was performed. Customer experienced nausea, vomiting and a hyperglycemic episode. Customer treated themselves using the insulin pump and manual injections. Troubleshooting for the off no power alarm was performed. Customer advised the battery has been replaced every day for a week. Customer advised they received the alarm twice in 24 hours. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.